Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtr clip delivery system (cds) (90619u183) was advanced to the mitral valve without reported issue. While attempting to grasp the leaflets, one of the grippers would not come down. Therefore, the clip was not implanted and the cds was removed without issue. A second mitraclip ntr cds (90627u172) was then prepped; however, the lock lever cap would not open, it was on too tight. The device was not used and there was no patient involvement. A third mitraclip cds was then used successfully to complete the procedure, reducing the mr to 1-2. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.